Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a (B)(6) dry acid unit mixer would not fill in dissolution/rinse modes. It was reported that there was a smoke smell and nothing besides the pump assembly was working. It was reported that the power cord looked like it was burned on the inside. The plug was replaced and the issue still occurred. Upon follow-up, the biomed confirmed that the power plug was burned. There was a burning smell, however, no indication of melting, smoke, spark, or flame, only that when removed from the outlet, the plug appeared to be discolored and burned. The burn damage was noticed during regular machine setup. The machine hours were unknown. The machine had no previous problems with failing the electrical leakage test or any other damaged component associated with the damaged plug. The biomed stated that the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated that the plug has been replaced and the machine is back in service without reoccurrence of the reported event. The biomed confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The complaint device is not available to be returned to the manufacturer for physical evaluation because it was discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a (B)(6) equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.